Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of 39 mg/dl on their continuous glucose monitor. Reportedly, the customer had the pump in exercise mode. Customer to consumed carbohydrates in order to address the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.